Event description:
As reported by the user facility: patient levophed at 1. Patient levophed line continuously alarming air in line. Alarm would not clear. Two rns tried to troubleshoot without success. Because the infusion would not run epi infusion needed to be titrated up/maxed out to compensate and to ensure the patient would not code. Patient briefly became hypotensive. Rn had to prime another infusion of levophed and try in separate pump to continue infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.